Event description:
It was reported that a patient walked through an airport security gate on (B)(6) 2013 the patient was very tender, ¿like a sunburn on the skin,¿ especially where the device was. The reporter stated that the patient didn¿t turn off the device before going through the security gate. The patient saw his general doctor the day of the report and the doctor did see that it was a little inflamed. It was noted that the patient was given pain pills. It was reported that the patient turned the device off. It was reported that the patient was experiencing stimulation in the wrong location. The patient felt stimulation in his abdomen when it was turned on. It was stated that the patient had not used stimulation the beginning of (B)(6). The patient also felt a burning sensation or "hot spots". The "hot spots" were occurring on the day of the report. It was stated that this had occurred after the patient was exposed to a theft detector or a security gate at an airport. It was stated that the device was turned on during the exposure. The source of the exposure was from an x-ray scanner that scanned around the patient 3 times. It was stated that the patient "did not feel well for two hours after going through the scanner". It was stated the location of the symptoms was "just lateral to the lead incision". It was stated that the patient was "very sensitive" in that area regardless of whether or stimulation was on. It was stated that the impedances were within the normal limits; 402-791 ohms. The group impedance was 568 ohms with a bipolar pair. An ap x-ray view was taken and it showed good lead placement with no movement of the lead position. Additional information received less than a week later reported that the patient was referred to another physician and they were awaiting a revision. About one week later it was reported that the patient was scheduled to see a doctor on (B)(6) 2013 for a consultation. Additional information has been requested, but was not available at the time of the report.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
Concomitant products: product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2011, product type lead; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2011, product type lead; product ID 37752, serial# (B)(4), product type recharger; product ID 37743, serial# (B)(4), product type programmer, patient; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2011, product type lead; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2011, product type lead. (B)(4).

Event description:
Additional information received reported that before the surgery the patient saw 4-5 different reps including a supervisor who was sent out to his hotel room the night before the surgery to try and reprogram the patient's device. It was reported the patient got a phone call the night before his surgery at 8:00 pm and the man came out and tried to fix it and couldn't and said "nope it's broke go ahead and go through with it."

Event description:
Additional information received reported that the implantable neurostimulator (ins) had been replaced due to normal battery depletion. There was no patient injury noted.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
Additional information stated the patient was scheduled for a revision (B)(6) 2013. Further additional information reported the patient underwent a full system replacement. The patient¿s original lead was noted to have been placed ¿at mid t7¿ and was replaced with a lead ¿with the tip being at the top of t9.¿ it was noted that this resolved the issue of ¿getting only abdominal stimulation.¿ it was further noted the patient¿s implantable neurostimulator (ins) was replaced as well. It was stated that ¿post-operative programming went well¿ and they ¿were able to cover the patient¿s painful areas with stimulation.¿ the patient noted the stimulation felt ¿like it originally did" at the time of report.

Manufacturer narrative:
Analysis of the device, model # 37712, (B)(4), found no anomaly. Analysis of the lead, model # 3778, sn (B)(4), found no significant anomalies. A suture was tied directly to the outer insulation, 7 cm from the proximal end. The outer insulation was also melted in several locations. Analysis of the lead, model # 3778, sn (B)(4), found no significant anomalies. The outer insulation was also melted in several locations.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.